Event description:
During uncertain procedure, the sound of the output was abnormal and the error was displayed. When the physician withdrew the subject device from the patient, the probe was dangling. Eventually, the probe tip broke by touching it with the finger. There was no report of injury regarding this event.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation for evaluation. The evaluation confirmed that the probe broke down at 16 mm from the distal end. There was a scratch at the broken point. The shape of the fracture surface showed that the fracture developed from the scratch as the starting point. The manufacturing history was reviewed, with no irregularities noted. As the result of the evaluation, we have concluded that the probe tip presumably was scratched because the physician activated ultrasound output while the probe tip was in contact with metal such as a clip and forceps. After that, since the physician continued to use the device, the crack occurred and the error displayed. Consequently, after the physician withdrew the device from the patient's body as directed, the probe broke due to the stress by touching physically. The instruction manual of sonosurg scissors mentions warning and caution for possible mishandling mentioned above. Based upon the finding of the evaluation, this report appears to be related to user handling.